Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they had a pounding in the stomach. The patient noted that it was happening for several hours and didn¿t know what it was about. The patient went into the facility and the healthcare professional ¿tweaked¿ the settings and stated to the patient that ¿it¿ was causing a problem with the nerve. The patient reported that the symptom happened again that morning. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient later recounted throbbing in their side and back and said they were having constant panic attacks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported by the patient that they have had "a terrible time" with their cardiac resynchronization therapy pacemaker (crt-p) and began to get emotional as they would have "terrible pounding affect" in their back and sides. The patient stated that they were essentially bed-ridden and confined to a chair for the entire first month of having the device. The patient further noted that they had multiple tests and exams conducted and that the only reprieve they would get was when they would lay on their right side. It was further stated by the patient that eventually they discovered the cause and it was due to "where they put the lead in the heart" and that they were "getting stimulation from one of the leads". The patient continued on by saying they have been having "problems with this" for two months. The patient stated that they are unsure about the placement of their device and whether it may need to be repositioned. The patient said they feel "pinching" which is "uncomfortable" and reports that the "pouch" under their armpit is swollen." The device remains in use. No further patient complications have been reported as a result of this event.

Event description:
Additional information received from the patient noted that one week post implant procedure, the patient felt ¿pounding¿ in the side and back. Th patient called the physician office and was told that it wasn¿t the implant. The patient went to see a gastroenterologist who prescribed medication but that didn¿t help. The patient then presented to the emergency room by ambulance for pain. The physician office had the patient come in and it was discovered that one of the leads was close to a nerve and it was being stimulated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.